Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse performed test with fiber optic simulator and balloon and the device performed satisfactorily; and therefore, was unable to reproduce the reported issue. The fse then calibrated the unit, as well as performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height 157cm. (B)(6).

Event description:
It was reported that during use on a patient and awaiting open heart surgery, the cs300 intra-aortic balloon pump (iabp) had a fiber optic sensor failure. No patient harm, serious injury or adverse event was reported.